Manufacturer narrative:
(B)(4). Return of the incident generator has been requested. To date, the generator has not been received for eval. If the generator is returned, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, the temperature displayed on the generator was not stable. The procedure was completed with another generator. There was no pt injury.